Event description:
A falsely depressed total bilirubin_2 (tbil_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The customer stated that a specimen aspiration error was triggered on the sample. The customer noticed that the specimen was not completely aspirated and repeated the sample. The repeat result was higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tbil_2 result.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report a falsely depressed total bilirubin_2 (tbil_2) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality controls (qc) recovered within ranges on the day of the event. A service engineer (se) was dispatched to the customer¿s site. During this visit, the se replaced the solenoid valve, dilution washer 1 probe and the dilution probe. The se checked the instrument for leaks and blockages and performed an alignment. Next, the se performed an auto check, which passed; then, the se ran integrated multisensor technology (imt) daily maintenance and instrument daily maintenance. Later, the se performed qc, which recovered acceptably. Siemens further evaluated the issue and determined the aspiration pressure profile for the dilution probe showed abnormalities for the erroneous result when compared to the repeat result. The liquid level sense data showed the initial result was generated from a tube top sample cup (ttsc). The repeat expected result was obtained from a primary sample tube. A sample integrity and/or preanalytical handling issues potentially contributed to the erroneous result; the level sense data, along with the pressure data, support that there may not be enough liquid in the ttsc or there was a possible poor alignment of the dilution probe, which potentially contributed to the falsely depressed tbil_2 result. The instrument is performing according to specifications. No further evaluation of this device is required.